Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2019, product type: catheter, ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the doctor performed a dye study and saw the catheter had migrated from t1 to l4. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp planned to revise the catheter in the future. The surgery was not yet scheduled. The issue was therefore unresolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury.